Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for kinks or separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the proximal shaft of the 3.0x28 mm xience xpedition stent delivery system (sds) was observed to be kinked during removal of the sds from the hoop and during removal the proximal shaft separated. The device was not used on the patient. A new stent delivery system was able to be used without issue. There was no clinically significant delay in the procedure reported. No additional information was provided.